Event description:
Information received from the field notes that during a routine follow-up, the device could not be interrogated. When the patient was seen at a subsequent follow-up, a telemetry link could not be established and interrogation was not successful. An ECG in demand mode showed some pv pacing faster than the base rate of 75 ppm. Magnet application showed av pacing at 75 ppm.